Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Patient was asked the cause of end of service (eos) message and patient confirmed that it was because the implanted battery was at end of service. Patient had implanted battery replaced with a new one in (B)(6) 2024. Issue is resolved with replacement stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they got service code 302 end of service today. Patient reported that they only had their stimulator for 2 years and are amazed that it is depleted. Patient stated that they want to know what to do about the service code because they are unable to charge their back; patient followed up saying that they do not think the stimulator should have gone out yet and that they cannot do without the device. Patient asked if this quick of depletion was normal; agent reviewed information. Patient noted that they had not used their stimulator due to being on dilaudid; patient added that they have not tried to turn up their intensity or anything. Patient followed up saying that they are getting weened off of dilaudid and now their back is starting to hurt; the pain medicine helped with their back as well and was why they stopped using their stimulator. Agent reviewed meaning of eos and redirected patient to their healthcare provider to further address the issue. Patient mentioned that they will call their manufacturer representative to meet them at the appointment with their doctor.